Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and that there was condensation in the reservoir compartment. The customer did not recall the blood glucose reading. The customer was advised to monitor the issue and call back if the issue continued.